Event description:
It was reported that the patient had stimulation in the wrong location. There was an increase in baseline pain. There were no known accidents or incidents related to this event. This started about a month ago. The patient¿s symptoms were in the low back and to the right a little bit. It was at least relieving some of the pain. It was noted that usually they would put two stents in but could only put on in because it was too tight. The patient had intermittent muscle spasms and did not have any pain medication. Additional information was received on (B)(6) 2015 indicating that the patient was still having concerns with their device or therapy but was working with their physician. It was noted that their stimulator did not work. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).